Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the staples came out twisted. Another like device was used to complete the procedure. There was no patient consequence.